Manufacturer narrative:
A synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. The stent was detached and not returned with the stent delivery system (sds). The manufacturing data for this device was reviewed and no issues were noted. The max stent profile for this unit is within specification. Positive pressure had been applied to the balloon as the wings were out of the folded position. There was evidence of inflation medium in the balloon. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and movement on balloon occurred. The target lesion was located in the circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted. They attempted to dilate the balloon once and when it was remounted, it was noted that the placement of the stent was not properly done. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and movement on balloon occurred. The target lesion was located in the circumflex artery. A 2.75 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted. They attempted to dilate the balloon once and when it was remounted, it was noted that the placement of the stent was not properly done. The procedure was completed with a different device. No patient complications were reported.